Event description:
Globus medical received notification from a sales rep, via a company processing/evaluation form, that three (3) globus manufactured screws had broken after implantation. The only info reported is that a patient with a grade 1 spondylolisthesis at l4-l5 underwent spinal surgery in 2007. The surgeon utilized four (4) 6.5 by 40mm revere pedicle titanium screws without interbody fusion. The screws were explanted on seven months later, and it was reported that three (3) of the four (4) implanted screws had broken.

Manufacturer narrative:
A thorough review was conducted of all applicable material records, mfg records, storage records, and distribution records. All records revealed the products were manufactured within specifications, maintained and distributed in accordance with all federal, state and operating procedures. The screws were not returned for evaluation. The report states approx 7 months had elapsed from implantation and evidence of a breakage. There are many patient factors that can contribute to a screw breakage and published studies indicate that screws utilized in this anatomical area without interbody fusion have failure rates as high as 12.4%. Additionally, patients with reduced spondylolisthesis without anterior support were found to be especially prone to a screw breakage. Furthermore, the "indications" section of the product info sheet, included with all products, states the revere stabilization system, when used as a posterior pedicle screw system, is intended to provide immobilization and stabilization "as an adjunct to fusion" and the "warnings" section plainly states the safety and effectiveness of pedicle screw systems have been established only for spinal conditions with significant mechanical instability or deformity "requiring fusion with instrumentation." As indicated in the report, the patient receiving the screws was provided no interbody fusion as an adjunct to the surgery. Based on record review, testing, observation, and all available info, it is determined the revere tm pedicle screw design conforms to all applicable standards and there was no deviation in the manufacture process. There is no indication the breakage was a result of product defect, malfunction, or poses any injury with use.